Event description:
A malfunction was reported with no notable events occurring prior. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to call back if the issue happened again and acknowledged the instructions.